Event description:
Customer reported that he had unexplained high and low blood glucose. Customer went to the emergency room twice and was hospitalized due to high blood glucose. The first time customer's blood glucose reading at the time of the emergency room visit was 577 mg/dl. The second time customer was hospitalized due to low blood glucose of 29 mg/dl. Customer stated that his infusion set cannula was bent the night of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.